Event description:
It was reported that during a superion indirect decompression system implant procedure the implant broke. The physician suspected that there was thick bone, osteophytes or other obstructions causing resistance. The broken implant was replaced. The procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was partially sheared off from the implant body and was deformed. Damage to the device prevented functional testing, however this damage to the spacer indicates the break was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure the implant broke. The physician suspected that there was thick bone, osteophytes or other obstructions causing resistance. The broken implant was replaced. The procedure was completed successfully.